Event description:
Procedure type: sigmoidectomy. According to the reporter: reportedly the anastomosis went well. The tissue thickness was good and there were no diverticula. During post operative tests, a leak was detected at the level where the linear staple line and the eea staple line crossed. No further info has been disclosed.